Event description:
In 2003, the user facility's or supply coordinator informed the manufacturer's sales representative of the following: both lumens flushed well prior to implant, immediately after being implanted dr. Had to remove and replace with a new device.